Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient an alarm was generated and screen was blacked out the silence button was turned on. The nurse turned on the device then the screen displayed the system error. Whether the ventilation continued was unknown. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Correction to section h6 evaluation codes method, result and conclusion. Device evaluation summary: one pump was returned to medtronic for further analysis. A visual inspection of the returned part shows that one side of the linear bearings has shredded. No evidence as to when the pump was replaced or total usage of the device. The service manual requires that the pump manifold to be replaced after 150000 hours of use. If the pump manifold has never been serviced, then the device has been used beyond its life cycle. The cause of the bearings falling cannot be determined, however missing bearings can contribute to operation failure of the pump preventing the pump from functioning or cycling the likely cause of the reported event could be due to faulty pump. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received as follows: an authorized third party inspected the ventilator and replaced the pump. Ventilator passed all test and calibrations at the time of service. The event will be included in trending and monitoring. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.